Event description:
It was reported that products were found to be nonconforming due to the presence of a foreign substance. The issue was identified by the distributorship during inspection. There was no patient involvement. Due diligence is complete; there is no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.